Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced broken hinges on irrigation cover. The reason for return: "fill chamber over filling" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed four other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a procedure, the fill chamber on a fms duo was filling up all the way. No other information was known. Additional information received by mitek complaints on (B)(6) 2014: the sales representative reported that during a knee repair that the fill chamber was over filling slowly. The surgeon completed the procedure with the device with no patient consequences or delay.